Event description:
It was reported during a therapeutic thoracoscopic lobectomy procedure, the tissue stuck to the tip of the subject deice and the tissue was removed with forceps, and the procedure was continued and completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updates to fields d4, d8, d9, and g1. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tissue sticking to the jaw is an expected event. The event can be prevented by following the instructions for use which state: chapter 16.6 sealing of blood vessels, lymphatic vessels, and tissue bundles caution keep the jaw of this product clean during the procedure. Coagulated material accumulated in the jaw may impair the performance of this product. Do not apply high-frequency output while cleaning the jaw, as it may cause burns to medical staff. Olympus will continue to monitor field performance for this device.